Event description:
In 2007, I developed a severe eye infection that required me to throw away my contact lenses and treat it with antibiotics. After about a week, I noticed the recall notice in the newspaper for amo complete moisture plus contact lense solution sold by advanced medical optics. My symptoms included conjunctivitis, sensitivity to light, swelling, pain, pressure around the socket, red eyes and discharge. Although I didn't see a dr because I had previously experienced a similar infection and had medication readily available, I can't help but worry that it was caused by the contact solution as nobody else in my family had the same problem. At first, I still used the solution, but the infection came back. After discontinuing use and treating with gentamicin, the infection cleared up. I still have the solution that I believe is tainted, as I saved it for this purpose. The lot number is zb03665 at the expiration date is 08/2008. Dose: as needed. Frequency: twice daily. Route: ophthalmic. Dates of use: approx four months in 2007. Diagnosis or reason for use: eye infection.